Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 22 aug 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a cleft on the posterior leaflet. One mitraclip was implanted successfully. A second device, a mitraclip nt opened slightly after establishing final arm angle (efaa) during preparation. This occurred while the clip was locked did not occur during efaa. The nt was able to pass efaa on the 2nd and 3rd tests. It was noted that post clip deployment of the second clip, the clip opened approximately 30 degrees and increased the mr from grade 1 to 1-2. The clip remains implanted. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opens while locked. Cine review: this event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image and one (1) echocardiographic video were provided. In the fluoro image, two fully deployed clips can be visualized with no cds in view indicating the image was taken poste deployment of the second clip (reported device). The bottom clip in the image appears to be a wide clip, likely ntw, while the top clip in the image appears to be an nt clip size. As the reported device was a cds0701-nt, this indicates the reported device is the top clip in the image. Assessing the top clip, the clip arm angle appears to be ~20°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. The clip appears to be make a distinct "v" shape which aligns with the instructions for use, and does not appear to be opened excessively. The echo video provided is a collage of three different views: pre-procedure intercommissural view (with color doppler), post procedure intercommissural (with color doppler), and a post procedure 3d en face. The echo videos do not provide a clear view of the reported clip and an assessment of the post deployment clip arm angle cannot be made based on the echo views. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made.¿. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).